Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. The patient listed an appointment on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the electromagnetic interference (emi) events were not confirmed. The implantable neurostimulator (ins) did not experience a power on reset (por). The ins was interrogated and reprogramming was performed on (B)(6) 2014. No clear problems were identified and the impedances were normal. The response to therapy was marginal.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va00k07, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0224t, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient was having problems with security and theft detection systems. The patient stated that she had set off the security system in a store two times. The patient stated that she could not stay in the store for over fifteen minutes because she started to feel contractions like she was being squeezed. The patient noted that when she left the store it took a few hours for the contracting feeling to go away. The patient had to lie on her stomach to ease the feeling when it happened. The patient mentioned that it also happened the morning of the report and she was still not feeling well. The patient noted that the morning of the report when she went into the store she had one side on and one off. The patient also noted that she did not turn her stimulation off before going into the store. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-07630 as the patient had two implants and it was not specified which was causing the issue.